Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing, and the implant did not detach during the investigation, which is consistent with the alleged product issue. Further investigation found the black lead wire broken near the proximal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector and broken lead wire, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength and the lead wires tensile strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
Please see section h11 for device investigation results.

Event description:
It was reported that a web device should be used for elective intervention to treat an aneurysm. The web 6x3 was positioned in the aneurysm. However, even after pressing the controller several times, it could not be detached. The led showed a green light in the pre-test and a red light after positioning. The web 6x3 was retrieved and the treatment was successfully completed with a web 6x2. The web was detached with the detachment controller. The patient is doing fine.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.